Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "turned off without user input and did not alarm" symptom, which was not reproduced. The eval found the unit unable to power on. Further eval found a failed input/output printed circuit board (I/o pcb) and backflex. The failure of the I/o pcb and backflex would cause the unit to power off without user input and not alarm. The I/o pcb and the rear case assembly, which contains the backflex will be replaced.

Event description:
It was reported that a spectrum pump had "turned off without user input and did not alarm" in the intensive care unit. It was also reported there was no pt injury.